Event description:
When drawing blood from an IV site, the vacutainer luer lock access device started to leak blood from the rubber piece inside after removing the tube from the device. FDA safety report ID#(B)(4).